Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: dr. Contacted cook rep on 30may2017 to confirm which devices he had chosen and used on (B)(6) 2017 for the treatment of the patient's chronic type-b dissection (dr. Could not find a record of what devices he had used) and the patient had re-presented some 4 months later with a retrograde type-a dissection. Cook representative spoke with dr. On 31may2017 and we discussed that he had chosen the alpha thoracic devices due to the size of the access vessels, even though they have bare-wire proximal stents patient outcome: the patient did not require any additional procedures due to this occurrence. The patient did experience an adverse effect due to this occurrence: dr believes that the bare wire stents may have contributed to the retrograde type-a dissection.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: a type b dissection patient was treated with the use of zenith alpha thoracic endovascular grafts. As per IFU, the alpha graft is indicated for the endovascular treatment of patients with aneurysms/ulcers of the descending thoracic aorta and has not been formally tested in patient populations with dissections. It is therefore not possible to evaluate the performance of the device in this case. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.